Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated after the patient went swimming there is now moisture under the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: during investigation, no moisture was observed behind display lens. The pump powered on normally with audible tones and vibration alarms responding properly. There were no alarms related to complaint observed in black box, however multiple pump reboots were observed on (B)(6) 2013. The battery compartment was found to be intact. No evidence of moisture contamination was observed inside the battery compartment. The battery cap was able to fully tighten; a power loss was not observed during testing. A leak test was performed and showed a leak at the display lens. The pump case was removed, and there was evidence of moisture contamination inside of the pump. Unrelated to the complaint, evaluation revealed that the display was faded, discolored and difficult to read. A test display was used for investigation and was found to function appropriately. Additionally, testing revealed the time and date had reset. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.